Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. (B)(4).

Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the technician reported that, in the surgeon's opinion, it is unknown if the device caused/contributed to the event, the event continues and there were no medical or surgical intervention performed. She reported that the patient has a history of dry eyes which is being treated with medication and a history of blepharitis (resolved).